Manufacturer narrative:
(B)(4). An incomplete prime due to a closed clamp on the patient line during priming is a known cause of this issue. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was discovered that there was a closed clamp on the patient line during priming. The patient then connected to the improperly primed patient line. The technical service representative assisted the patient with ending therapy and reviewed proper procedures as per user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.